Manufacturer narrative:
Device not returned to the manufacturer.

Event description:
Per the clinic, the patient developed an infection at the implant site, resulting in pain and discharge. Oral antibiotic treatment was administered (type and duration not reported), however; the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015.